Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. During evaluation of the device at the third-party service center, a visual inspection identified evidence of blower foam degradation within the blower assembly. Additionally, dust contamination was observed; however, this finding was considered unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings of blower foam degradation within the device, this event is reportable under FDA 21 cfr part 803 as a product malfunction. No information was received indicating that the malfunction resulted in patient injury or adverse health consequences.